Manufacturer narrative:
This report is being submitted as follow-up no. 1 to report that this reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. Inspection of the returned sample upon receipt found that one tr band and inflator were returned for evaluation. The sample was subject to visual analysis. No visible damage was noted on the band or inflator. 0ml of air was left in the balloons. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and the band was submerged in a water bath for approximately 30 seconds. No air bubbles were observed from the band or balloon assembly. The sample was subject to additional leak testing. Approximately 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours the air was removed from the band and 15ml of air was left in the balloon assembly. The sample passed manual leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction no foreign matter or damage was observed from the check valve. The complaint cannot be confirmed for air leakage issues because the sample passed all leak testing, and no damage or foreign matter was found in the check valve. The exact root cause could not be determined. Review of the device history record (DHR) cannot be conducted due to the lot number being unknown. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea); therefore, this event is currently deemed a non-reportable event.

Manufacturer narrative:
A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead ir tech. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that 10 milliliters (mls) of air were in the tr band when it was placed on the patient and sent to recovery; however, only 6mls were removed. The staff was concerned of the band leaking. There were no negative outcomes. The patient was in stable condition and the procedure was successful. There was no additional blood loss. There was no patient injury/medical or surgical intervention required. Additional information was received on 29 mar 2023: the procedure performed was a left heart catheterization.